Event description:
Report received from a physician in feb-2005 regardinga pt with no known allergies and no histoyry of autoimmune disease, who received injections of hylaform in 2005 to the nasolabial folds. A few days after the injection three days later, the pt presented with red, swollen, painful areas at the treatment sites, and the pt was diagnosed with an allergic reaction. The physician prescribed topical hydrocortisone cream. Two days later the pt returned to the physician's office, and oral prednisone (no details provided) was prescribed. At the time of the report, the pt had not yet recovered.